Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 39-year-old female patient for cardiac arrest, the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician obtained three different sets of electrodes to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The complainant was contacted for return of the device. The device and electrode pads have not been returned to zoll for evaluation. The electrode pads lot number was not available, therefore retained sample testing could not be performed. Review of the information provided by the complainant, indicated that the electrodes were replaced three times. To improve coupling/adhesion, the instructions for use states for the user to remove excess chest hair and ensure that the skin is clean and dry underneath the electrode pads. No further information available.